Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
A. What part of the locking screwdriver body( 230792003) had broke? Answer: 1 teeth was broken off. B. Did it break into 2 or more pieces? Answer: 2. C. Please provide lot number of locking screwdriver body(230792003)? Answer: 5005360.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide complaint database search did identify previously reported incident(s) against the provided product/lot combination(s) since release for distribution. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The surgeon informed us that the screwdriver arrived broken. Hence the surgeon had to use another technique to complete the procedure: use of 4 non-locking screws instead of 2 locking and 2 non-locking( as advised in the surgical technique). Note: a complaint was also initiated towards the third party who delivered the orthokits (handled by deliver).